Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was already in the hospital and under sedation and paralytics due to an unrelated condition. Device interrogation revealed that the right ventricular lead had low defibrillation impedance causing over current detection and an aborted shock therapy for ventricular fibrillation on (B)(6) 2020. The patient eventually received high voltage therapy and was converted after three shocks. Programming was also done to help mitigate the issue. Patient¿s condition is unknown due to unrelated use of sedatives and paralytics